Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The customer reported that the pump exhibited a motor rate error, however they were referring to a primary audible alarm post error. Visual inspection revealed plunger seal was missing. The bottom seals were intact however. The investigator also noted that the plunger flippers were stuck in an open position. The timing plates were also set incorrectly. The event history log (ehl) was reviewed and primary audible alarm post error were observed in the recent history. The pump was powered on and the primary audible alarm post error was not replicated during the test. Based on the review of the ehl, the customer reported product problem was confirmed. The investigator attributed the problem to contamination that was found on the power dc cable and interconnect board connector. User damage was established as the root cause of the product problem. To address the product issue the following components were replaced: interconnect board, power dc cable, and speaker. The pump then underwent preventative maintenance and subsequently passed all the functional tests.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.